Event description:
Customer's device reading at 9:00 a.m.=477 mg/dl. Customer did not take any medication based on the reading. Customer went to the emergency room (ER). The ER device reading= 125 mg/dl at 10:30 a.m. One hour later the lab result =60 mg/dl. At 4:00 p.m. The customer was discharged and no treatment was given. No controls were used. A request for return product was requested and replacement product was sent.